Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) found the wash solution tubing was not inserted all the way into the bottle. The fse replaced the wash solution due to low volume. The fse primed the wash solution and performed drain flush. The fse then proceeded to run several samples multiple times without any errors. The g8 instrument was functioning within specifications. A 13-month complaint history review and service history review for similar complaints was performed for (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no others similar complaints identified during the searched period. The g8 operator's manual under chapter 1 - introduction and applications, states that dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Results will not be reported if the total area (ta) is <500 and if the ta is >4000. The most probable cause of the reported issue was due to the wash solution tubing not being properly inserted into the wash solution bottle.

Event description:
On (B)(6) 2017 a customer reported getting low total areas flags with no peaks while running hemoglobin a1c (hba1c) on patient samples with the g8 instrument. The customer is unable to run patient samples on hba1c. On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.